Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted to start a dexcom g7 continuous glucose monitor (cgm) sensor on the ilet but received an invalid pairing code because the device was set to dexcom g6; after switching the cgm type to dexcom g7, the sensor was started successfully. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue related to an incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.